Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(4) 2016 to report that they experienced a skin reaction on 04/18/2016. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was described as a pink line of irritated skin, circular and not raised. Reaction was located on the abdomen and under the sensor pod. On (B)(6) 2016, the patient was prescribed antibiotics by their physician's assistant for the reaction. Additional event or patient information was not provided.